Event description:
IV tech completed compounding a fluid and noticed a black speck on the inside of the barrel near the "20" on the syringe. Sequestered syringe behind [redacted] desk in [redacted] pharmacy. Syringe contains fluid (d12.5 1/4 naacetate with heparin). Emailed [redacted]. Outer wrapper discarded so lot number is unknown. Manufacturer response for 50ml syringe, (brand not provided) (per site reporter). Notified bd and requested return for investigation.